Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the surgeon was not able to press the green button and was not able to squeeze the handle. Device was not able to fire. No patient injury.